Event description:
Caller reported symptoms of hypoglycemia, compact plus blood glucose results of 14 mg/dl and 54 mg/dl within 1 minute. Self-treated with 6 ounces of milk and 2 glucose tablets. Retest results were 57 mg/dl and 62 mg/dl within 9 minutes of initial test. Ate two pancakes about 20 minutes later, glucose level went back to normal. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.